Manufacturer narrative:
The investigation of vt/vf/af/at and low pump flow has been completed. The impella device was not returned for evaluation. Low pump flow: starting three days after implantation on continuing on and off throughout case, suction events occur. Blood volume was given for some but not all suction reports. The pump was not returned. Data logs were recovered and review confirmed suction events occur without case. Suction events resolve by reducing p-level. The cause of the low pump flow was most likely patient condition related due to suction events occurring around runs of low flow that seem to resolve the problem along with blood volume given. As the necessary information was not provided, the root cause of the vt/vf was not determined.

Event description:
The complainant reported a patient with cardiomyopathy and an ejection fraction of 20% was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced runs of ventricular tachycardia and as well as device malpositioning. The patient would subsequent expire noted to be ineligible for any advance therapies. The patient, with multiple hospitalizations, was being evaluated for heart failure and the decision was made for an impella 5.5 device placement and left ventricular assist device workup. The impella 5.5 device was implanted without incident, and the patient was transferred to the unit on impella mcs. Two days after start of the mcs, the medical team became aware of pink urine post bivalirudin initiation. The need for echocardiogram was discussed to confirm impella 5.5 device placement, and the results revealed the pump was slightly towards mitral structure but not interacting. Further noted was the patient experienced runs of ventricular tachycardia requiring five shocks of the implantable cardioverter defibrillator. The following day, the patient became delirious from suspected ethyl alcohol withdrawal. Labs and hemodynamics were stable, and the pink tinged urine self-resolved the day prior. The next days, the patient continued to be delirious and confused and pulled out the swan catheter. Additionally, there was occasional suction when the patient was thrashing in the bed. A nosebleed was present and bivalirudin was placed on hold. A computed tomography scan completed one week prior revealed nothing remarkable. The psychiatrist noted the patient may be having some type of psychosis or delirium. Anticoagulation remained on hold due to nose bleeding. The patient was noted as stable and the physician wanted additional time to manage. However, the family withdrew care due to no change in the patient's neurological status and ineligibility for advanced therapies. The patient would subsequently expire after a total of approximately 16 days on impella mcs.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.